Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One 3i t3® non-platform switched tapered implant 3.25 x 11.5mm (bost3211) was returned for investigation. Visual inspection of the as returned product identified wear and debris about the implant threads. The product matched print specifications where measured against drawing 1040021 rev c. No pre-existing conditions were noted on the per. The customer has returned an x-ray of the surgical site, and sme review noted that the apical portions of tooth sites 12 and 13 were too close to properly integrate. Appropriate documentation was reviewed and the following information was identified: documents reviewed: zbinstsm rev a 06/19; implant depth/direction indicator. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. It was reported that the implant (bost3211) was removed because it was implanted at a severely bad angle. Based on x-ray imaged, the complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes.' H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant (bost3211) was removed because it was implanted at a severely bad angle.